Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0710202. Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported the unit was not cutting properly. This complaint is captured to account for any previous cutting malfunction/s, as additional details are not available. Event timing was indicated as during surgery where surgeons were manually using blades to cut. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined this device failed the cut test and was out of calibration; however, the repair was not completed because in order to calibrate the device new side plates are needed. The device base is old and will not fit the new side plates, therefore, this device is not repairable. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.